Manufacturer narrative:
The system check failure mode reported by the customer is consistent with splashing caused by bumping due to spills in the incubator track. The field service engineer (fse) replaced the wash and precision valves, rebuilt the precision pump, replaced the dispense probes and cleaned dried spills from inside the incubator track and wash carousel. The engineer performed multiple hardware interventions which could also have resolved the failed system checks. It cannot be determined which specific intervention/s resolved the issue. In conclusion, the likely cause of this event is a hardware malfunction which was not detected during normal system operation and may have the potential to cause the system to generate erroneous results. (B)(4).

Event description:
The customer reported obtaining a failing system checks on the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer did not report obtaining any erroneous patient results. There was no report of patient injury or change in patient treatment associated with this event. A beckman coulter fse (field service engineer) was dispatched to assess the system.